Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose of 30.5 mmol/l. The customer was hospitalized for the surgery. The customer stated that thy was in for surgery and they told not to take any bolus. They cancelled the surgery and she gave her self a bolus but it did not help with her blood glucose. The customer reported that the self test was performed and found multiple pump error alarm. The troubleshooting was performed and they were able to clear the alarm and complete the rewound. The customer reported that the self test was passed. The customer was unknown about the auto mode use. The device will be returned for the analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report in section b5 and b3. The initial report had the incorrect information related to auto mode. The information has been provided in section b5 with this report. (B)(4).

Event description:
Event date has been changed to (B)(6)2020. The information submitted related to auto mode was incorrect in previous report because insulin pump was 630g and it was not 670g insulin pump.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using care link. No pump error 4 or pump error 63 noted during testing. Pump error 4 followed by pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.